Event description:
It was reported that a pump motor stall occurred and did not recover. The patient experienced underdose symptoms. The pump was replaced on 2013-(B)(6). Patient status at the time of the report was alive with no injury. The device system delivered fentanyl, bupivacaine and clonidine. It was later reported that the patient recovered without sequelae.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a pump motor gear train anomaly involving a stall due to shaft-bearing as well as a pump motor gear train anomaly involving corrosion and/or wear and/or lubrication. Significant residue and shaft wear on the upper shaft of gear 2 was seen during destructive analysis. Some residue was also found on the jewel where the upper shaft of gear 2 inserts into the top bridge assembly.

Manufacturer narrative:
Product ID 8590-1, lot# n248984, implanted: 2010-(B)(6), product type accessory product ID 8709sc, serial# (B)(4), implanted: 2010-(B)(6), product type catheter. (B)(4): analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.